Event description:
A malfunction alarm occurred, displaying code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump.